Manufacturer narrative:
Evaluation of the returned device confirmed the reported issue of the blender only supplying 21% oxygen when both the oxygen and air lines are connected. Testing found the proportional valve was defective causing the fio2 to stay at baseline between 20.9-21.0. Based on the age of the device, it is likely that normal wear and tear contributed to the malfunction. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4).

Event description:
This supplemental report is required to report device evaluation results.

Manufacturer narrative:
This report is based solely on the reported issue as stated on tga report number (B)(4). The device has not been returned back to sechrist for evaluation. Without the return of the device, the reported issue of the sechrist gas blender not supplying more than 21% oxygen when both the oxygen and air lines are connected cannot be confirmed. DHR review of the blender serial number (B)(4) indicates this unit was manufactured in october of 2017. No non-conformities were noted on the DHR and the device passed all product verification testing and met specifications when shipped. A review of the complaint database revealed similar complaints of the 3500cp-g gas blender not supplying sufficient oxygen. Investigations into these complaints, where the device was returned for evaluation, revealed that units were out of calibration or inadequate maintenance or lack of maintenance contributed to the reported issue. The instructions for use, state that in order to assure proper function and accuracy, the sechrist air/oxygen mixers must be thoroughly overhauled every two- (2) years. To maintain the product warranty, this overhaul must be performed by sechrist industries or by sechrist authorized personnel. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturers reference file number: (B)(4).

Event description:
It was reported to sechrsit, that a gas blender is not supplying more than 21% oxygen when both the oxygen and air lines are connected. Perfusionist noticed blood was not changing colour. Patient's final outcome is not related to the sechrist gas blender as stated by the healthcare professional. Tga report (dir) number: (B)(4).